Event description:
Physician reported a "surge of power" while using the laser. He did not think there would be a problem with the pt's retina, but requestted eval of the laser. The co was contacted and found no problem with the laser.